Event description:
The jamshidi needle broke off at about 1/3 (level) during a tibial biopsy when the surgeon was about to remove the needle. Patient required second procedure to remove retained needle.

Manufacturer narrative:
The needle sample was not available for review and a review of the picture forwarded by the customer was not adequate to indicate further information, therefore, we are unable to determine the actual cause for the reported issue. This situation appears to be an isolated incident in which the root cause is most likely due to excessive bending for redirection during the procedure. However, the root cause is speculative without the sample for evaluation. Previous incidents of bending have occurred due to over extension during re-direction during procedures. No material or dimensional defects have been identified. A review of the device history record, and the raw material history files for the lot reported does not show any recorded quality problems or rejections related to this incident.